Manufacturer narrative:
The events abscess, edema and nodule are assessed as serious and possibly related. Based on the available information this case has been assessed as serious since it required intervention to prevent a deterioration in the state of health.

Event description:
This spontaneous case was received on 01/19/2015 from a nurse and concerns a (B)(6) female patient. No information about medical history, concomitant medication, or history or allergies. On (B)(6) 2014, a patient was injected with restylane l in tear trough area of both lower eyelids. On (B)(6) 2014, patient experienced abscess and firm nodule in left lower eyelid area near filler injection sit. On (B)(6) 2014, patient received decadron and rocephin im, placed on bactrim and warm compresses. On (B)(6) 2014, a firm fluctuant area on lower left eyelid. Area was prepped with betadine and punctured. There was some thick purulent fluid and some restylane l. It was evacuated and coated with bactroban. Bactrim was continued. On (B)(6) 2014, punctured area was completely flat, no erythema, and wound was healing. No exudates or drainage and no tenderness to palpation. Bactrim was continued. On (B)(6) 2015, area started to become red and swollen again. Area was injected with 1% lidocaine with 1:100 000 epinephrine and prepped with betadine. Incision was made over the fluctuant area and purulent fluid was immediately expressed. It was evacuated. All loculations broken up, and then irrigated with betadine solution, packed with iodoform ribbon gauze and sterile dressing. Bactrim was continued. On (B)(6) 2015, small amount of purulent drainage. Area was irrigated with betadine. Erythema around the lower left eyelid was much improved. Bactrim was continued. On (B)(6) 2015, still some purulent exudate. Wound was irrigated with peroxide. Erythema and edema around wound, and tenderness was much improved. On (B)(6) 2015, still some white exudate. Cavity was completely evacuated, and started to show some granulation tissue. It was irrigated well with peroxide and vitrase was used to irrigated, and vitrase was also injected to remove any filler. On (B)(6) 2015, small amount of white exudate around the wound. It was cleaned. Granulation tissue was starting to appear. On (B)(6) 2015, wound appeared to be granulating. Skin no longer erythematous or swollen. Abscess cavity appeared smaller. On (B)(6) 2015, abscess cavity now completely closed in and skin was over it. Still has some nodule on right lower eyelid. On (B)(6) 2015, patient experienced another red bump forming beside the drained and healed abscess. Area was treated with 1% lidocaine with 1:100 000 epinephrine and prepped with betadine. Incision was made over the fluctuant area and purulent fluid and debris was expressed. It was opened up, irrigated with betadine solution, and coated with bactroban. On (B)(6) 2015, patient experienced redness, swelling and slight tenderness in right lower eyelid. Soft, swollen, erythematous area of right lower eyelid and becoming similar to left lower eyelid. Small amount of purulent drainage was expressed in left lower eyelid. It was cleaned with peroxide, injected with vitrase inside and around wound to dissolve any remaining restylane l. On (B)(6) 2014, cultures of the purulent fluid was taken. The culture did not show any growth (no growth at 5 days, no wbc's seen, no organisms seen). On (B)(6) 2015, new cultures of the exudate were taken. The culture did not show any growth (no growth at 5 days, rare wbc, no organisms seen). On (B)(6) 2015, cultures were taken. The culture showed rare growth of staphylococcus epidermidis, moderate wbc's and rare gram positive cocci in pairs and clusters. Bactroban was applied. Vitrase was also used in the right lower eyelid in area of the swollen red lesions. On (B)(6) 2015, noticeably improvement in right lower eyelid. It felt softer with erythema and swollen area smaller in size, and non-tender. Vitrase was again injected in the right lower eyelid. Left side was irrigated with peroxide and again injected with vitrase around incision. Bactroban was applied. Additional information has been requested for this report. The patient was previously treated with juvederm in the nasolabial folds, perioral lines, marionette lines and oral commissures on two occasions, on (B)(6) 2012. On (B)(6) 2012, the patient broke out in a rash. Maculopapular erythematous eruption on the extremities and trunk sparing the face and appears to be involving the follicles facial area where the juvederm was injected as soft. There was no swelling, no redness, or eruption. Also the neck was spared. The treating physician did not feel this was due to the juvederm, not only because of the time period, but also there was no eruption on the face or any other areas that were treated.